Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device's display blanked out. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical corporation for evaluation. During the investigation the technician discovered that the customer attempted repair of the device due to missing recorder assembly and battery trough assembly. As a result of the device being tampered with, root cause could not be firmly established. However, new recorder and battery trough assemblies were installed to restore the device to complete configuration. The lcd color flex cable was also replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.